Event description:
Boston scientific received information that during an elective device replacement procedure, this atrial lead was exhibiting elevated threshold measurements and noise. Additionally, impedance measurements were greater than 2000 ohms when inserted into the atrial and ventricular ports of the replacement device. The physician suspected an issue with this device and decided to use another device. However, measurements were unremarkable for any improvement. Impedance measurements were within normal limits with the pacing system analyzer (psa). The lead insulation was repaired with a repair kit and cardiac tissue and/or body fluids were cleaned off of the terminal pin and then normal impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.